Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Reliability laboratory technician. (B)(4) reliability laboratory. Failure (event) observed during analysis. Analysis revealed a short within the hybrid circuitry. The cause could not be determined.

Event description:
This report is to advise of an event observed during analysis.